Event description:
The external bolster (one-piece) migrated into the patient's stomach. The stoma site was ok, nothing unusual. Gauze that was between the stoma and the bolster stayed in place although the bolster migrated. The patient is a cva patient who has a "deep breath." The patient was taken to the o.r to take away the bolster by open method (surgery) and another tube was reinserted. The patient is fine.